Manufacturer narrative:
A complete lead was returned in two pieces. Visual inspection of the lead found procedural damage to the lead body at the proximal region of the lead. The cause of the reported event was isolated to procedural damage electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08646. It was reported that during procedure, the physician noted scratch on the outer insulation on the leads. The leads were not used and replaced. The patient was stable.